Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during controller software update the controller failed due to "no power alarm", alarm test. An elective controller exchange was performed and it was stated that there were no effect of the patient. No additional information available.

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, con182696, was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. Internal inspection of the controller showed that the internal battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a functioning internal battery, the controller is unable to power no power audible alarms when disconnected from external power. The most likely root cause of the reported event can be attributed to a leaky nimh battery. Heartware has opened an internal investigation to address no power audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.